Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was reading inaccurately high compared to her feelings. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient stated that the alleged meter issue began approximately 2 months prior to contacting lifescan. The patient normally manages her diabetes with oral medications (metformin 500 mg, 1 per day). At an unknown time following the beginning of the meter issue, the patient contacted her doctor and was advised to increase her dose of metformin to 2 tablets daily (500 mg x 2). Since the meter issue began, the patient stated that she had experienced symptoms of "dizziness, anger, headaches, cramps, upset stomach, shakiness". She attributed these symptoms to taking too much medication/hypoglycemia. On (B)(6) 2017 at approximately 2pm the patient tested her blood glucose on the subject device with a reading of "157 mg/dl". She thought this reading was high compared to normal reading/results. Approximately 10 minutes later she tested her blood glucose again on the subject device with a reading of "179 mg/dl". Based on statistical methodology, the calculated difference of these two glucose results falls within lifescan¿s criteria for precision. On (B)(6) 2017 at 3.40 pm the patient attended her doctor where she expressed her concerns. Her blood glucose was tested on the doctors device at this time with a reading of "95mg/dl". Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The doctors advised the patient that her blood glucose levels were "fine" and advised her to keep testing and taking 2 pills of metformin. During troubleshooting the csr confirmed that the meter was set to the correct unit of measure and that the test strips were stored properly and that they had not expired nor exceeded their discard date. The patient could not confirm if the test strips vial was cracked or broken. The csr was unable to determine if the patients testing process was correct. Samples were taken from the correct sample site. The patient did not have control solution to perform quality control testing. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.